Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that field generator was connected to a test system for testing and the system remained in green status during testing. It passed accuracy test and flexing the cable did not indicate any opens. No fault found.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the system stopped tracking the axiem instruments occasionally. The surgery was completed with navigation and there was no impact on patient outcome.